Event description:
During meniscal repair, it was difficult to advance and deploy t2 after placing t1. T1 remains unsupported in the pt. There is no add'l info available at this time. Two lots were used, and it is unk which lot remains in the pt.